Event description:
I went in for a simple outpatient surgery for an abdominal hernia on (B)(6) 2024. I woke up 24 hours later in ICU, intubated. I was informed that at the end of the surgery, my blood pressure dropped critically low and during extubating, I had blood-tinged fluid from the endotracheal tube, as well as hypotension and hypoxia. My surgical team and documented medical records state "unknown etiology of what triggered this event." Immediately after the surgery, my husband was told they were not sure if it was an allergic reaction, a pulmonary embolism or pulmonary edema. I have had prior surgeries and anesthesia with absolutely no problems and I am in good physical health and my only medical condition I have is hypothyroidism. I have been uneasy since surgery with no definitive answers as to what happened to me in the operating room. I believe the endotracheal tube used was a covidien-medtronic 7.0 cuffed endotracheal tube (catalog number 86450). I am concerned that the endotracheal tube used was part of a prior medtronic recall or defective in some way and I would like assistance in researching the endotracheal tube that was used on me during my surgery.